Event description:
Related manufacturer report number: 2017865-2022-46083. It was reported that the implantable cardioverter defibrillator exhibited high capture thresholds. It was discovered that the right ventricular lead had fractured. The device was explanted and the lead was capped on 18 aug 2022. Both were successfully replaced. Further information requested, but not yet available.

Manufacturer narrative:
The reported field event of the high pacing threshold could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.